Manufacturer narrative:
(B)(6).

Event description:
The customer reported that they have a "speaker alarm failure". No death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.